Event description:
In 2009--pt had a hernia recurrence, underwent mesh explant procedure.

Manufacturer narrative:
Report indicates that the pt had and was treated for a hernia recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem. The returned sample was received and noted to contracted, however, the contracted appearance of the sample is consistent with other mesh explants that have been evaluated in the past. During our evaluation of the returned sample, no abnormalities were identified, however, our evaluation was limited due to the heavy tissue attachment/ingrowth. There is no indication that the device caused or contributed to the hernia recurrence.